Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in australia who received morphine 30 mg/ml at a dose of 15 mg/day via an implantable pump. The patient¿s concomitant medications were not obtainable and the medical history was not known. During normal use on (B)(6) 2017, the patient displayed signs of inadequate drug therapy, pain relief, from the pump. As reported there were no environmental, external, or patient factors that might have led or contributed to the event. The physician performed a catheter investigation using x-ray and contrast dye. This study was not observed by a representative. The result reported was a patent catheter. A roller study was performed to investigate ¿and confirm the pump function¿ and this was done with a representative present. At the time of the reported, the issue was not resolved, the product remained implanted and in-service, and the patient¿s status was reported as ¿alive-no injury¿. Although asked, it was unknown if surgical intervention was planned. The representative further reported that the first onset of the inadequate pain therapy occurred in (B)(6) 2016. The pump roller study was reported as inconclusive. The cause for the patient¿s inadequate drug therapy and pain relief was not determined and the issue/symptoms remain unresolved. There was no explant to date and no report of any planned or scheduled surgical interventions. Additional information was received. The pump was explanted and replaced; the date was not provided. The pump was to be returned for analysis. During the surgery, it was discovered that the catheter pump segment appeared to be damaged, and was replaced. No further complications were anticipated. An image of the surgery was received. It depicted the pump outside of the body with the catheter still attached. The catheter looked to be twisted in the pump segment.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A representative later reported that the pump and catheter revision occurred on (B)(6)2017. The serial of the catheter remained unknown. The pump and catheter were to be returned.

Manufacturer narrative:
Analysis of the catheter (unknown lot number) found the sc connector had coring/tear/cuts in the seal that met leak criteria per ndhf1162-113599. Visual inspection of the sutureless connector (sc) identified {coring/tearing/cuts} in the cup of the connector. Visual inspection identified markings on the retaining fingers in the cup of the connector. Visual inspection identified an indentation the shape of the pump's outlet port inside the cup of the connector. The catheter was returned in {x} segments and found to be patent. A leak was identified. A photo was taken during explant surgery that showed the catheter was twisted. Analysis of the pump (sn: (B)(4)) found no anomaly. The returned pump passed all functional testing in the laboratory. No anomalies were identified. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.